Event description:
It was reported on 02/24/2023 by a facility representative via phone that an ar-3638 fibertak suture was "defective". No case involvement, no patient effect. Additional information received: "after placing the anchors, when we retrieved the working suture through a suture lasso passed through the labrum, the working suture became frayed at about two thirds its length, making it impossible to pass through the anchor using the shuttle suture. We had 3 or 4 consecutive anchor failures due to this mechanism. When we used an anchor from a different lot number, we had no problems."

Manufacturer narrative:
Complaint is not confirmed. Upon visual and functional testing, no problems were found with the devices.